Event description:
Complainant alleged that during a routine shift check by a clinician, half of the devices's display was black while the other half was lit normally. Complainant indicated that there was no pt involvement in the reported malfunction.